Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge. Reportedly, the customer filled the cartridge with 250 units. The customer's blood glucose level was 318 mg/dl. Reportedly, the customer loaded a new cartridge successfully.